Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Customer, with guidance from technical support, reset pump using provided instructions, confirmed malfunction did not recur, and was advised to continue using pump and to call back if malfunction code appeared again, which customer acknowledged and understood.